Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1059 - vista nova, patient site ID: (B)(6) (B)(4) it was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant. Pre-implant balloon valvuloplasty was performed with an 18mm non-abbott balloon. During procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). It was noted there was no calcification extending beneath the aortic annular plane in the interventricular septum. The implanting physician checked for non-uniform expansion prior to deployment. The navitor valve was not resheathed during procedure before final implant depth of 3.5mm between the intraventricular end of the valve to the ncc. A post-implant balloon valvuloplasty with a 20mm non-abbott balloon was performed to reduce mild paravalvular leak to none. Post-procedure but prior to discharge on (B)(6) 2026, the patient experienced left bundle branch block (lbbb). No treatment was reported. Patient status was reported stable.